Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit shows autofill failure error 37. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
H11 a getinge field service engineer evaluated the unit for the reported malfunction. The fse replaced the scroll compressor (0119-00-0236), drive regulator (0103-00-0633), and <100 micron muffler (0103-00-0499). The fse performed a full preventive maintenance (pm) with calibration, safety, and functionality checks to factory specifications. The iabp was returned for clinical service. The following investigation was performed by the failure analysis and testing dept. (Fat)the failure analysis and testing dept. Received the following parts associated with this complaint: pn 0103-00-0499 pn 0103-00-0633 pn 0119-00-0236 rev. A, sn (B)(6). Parts were received with a reported failure of an autofill error code 37. The fat performed a visual inspection and found the parts to be in good condition. The fat installed pn 0103-00-0499 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The fat installed pn 0103-00-0633 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. The fat installed pn 0119-00-0236 in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No failure confirmed. Retaining the parts in the failure analysis and testing department per procedure number (B)(6).